Manufacturer narrative:
Continuation of d10: product ID 306001, lot# 60440918, serial# unknown. Product type: screening device. Upon further inspection, product ID 306001 (lot# 60387089) was removed from system report. It was determined that this device was reported in error as there was no allegation against the device. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 357937 lot# serial# unknown product type screening device product ID 306001 lot# (B)(6) serial# unknown product type screening device product ID 309201 lot# (B)(6) serial# unknown product type screening device section d information references the main component of the system. Other relevant device(s) are: product ID: 306001, serial/lot #: u nknown/(B)(6), ubd: 02-aug-2024, UDI#: (B)(4); product ID: 309201, serial/lot #: unknown/(B)(6), ubd: 03-mar-2024, UDI#: (B)(4)h3: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a trial patient who was using an external neurostimulator (ens) for urgency frequency. It was noted that the patients trial started on (B)(6) 2023. It was reported that the lead appeared to have been cut. It was not intact when the patient presented to the office today for the lead removal. The patient stated they were not able to connect their remote to the device earlier this week. It would be assumed that the lead broke at that time. The cause of the break is unknown. Lead fragment in patient, unable to be retrieved in office, patient was sent to the operating room to have the fragment removed. Patient was hospitalized and additional surgical intervention was required. Additional information was received on 2023-jun-16, patient's weight at the time of the event is 183lbs. They stated aside from their bladder, the only other medical condition is interstitial lung disease. The patient stated that they live alone, no one changed the bandages or "messed with anything." Patient stated that when they tried to connect to the device on tuesday morning it said "unable to connect." Patient said that they went golfing during the trial but that they went tuesday afternoon.

Manufacturer narrative:
Analysis of 306001 (lot # unknown) revealed that the conductors on the distal end were stretched in the body of the lead; however, electrical testing determined that continuity was complete and there were no electrical shorts between the circuits. Analysis of 309201 (lot # unknown) revealed that the conductor at the weld site was broken in the body of the lead as a result of factors not related to product reliability. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.